Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during smr-upgrade preliminary test procedure, the controller failed step 1.1 due to the power connector (port 1) coming loose at the controller by slipping out of the sealing ring (between connector and housing). The controller was replaced. The patient tolerated the exchange without any issues.

Manufacturer narrative:
(B)(4). The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The reported event of a loose connector on a patient's controller could not be confirmed as the controller's product ID is unknown. Review of the manufacturing documentation could not be performed since the device's product ID is unknown. Log file analysis was not conducted since the devices product ID is unknown. Analysis of the device could not be performed since the device was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This complaint, MFR # 3007042319-2016-02150, was entered as a duplicate from MFR # 3007042319-2016-02270. No additional information will be forthcoming. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.